Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received.

Event description:
It was reported that the curette 11g was being used in a kyphoplasty procedure when the tip broke off and became lodged in the vertebral body. The fragment was determined to be unretrievable and will remain in the patient.

Manufacturer narrative:
Upon further review, the reported event is not a malfunction that is likely to cause or contribute to a death or serious injury. The tip of the curette 11g is made from a biocompatible and MRI compatible material. The event resulted in the tip being securely lodged in the vertebral body. The event did not involve medical intervention and there were no adverse consequences as result. There have been no previous reports of serious injuries or death related to the curette 11g¿s tip breaking off. A risk assessment shows the highest severity level is determined to be a temporary injury or impairment not requiring professional medical intervention with a low probability of occurrence (2,000 cpm). In conclusion, this event does not reasonably suggest that it would likely cause or contribute to a death or serious injury if it were to reoccur.

Event description:
It was reported that the curette 11g was being used in a kyphoplasty procedure when the tip broke off and became lodged in the vertebral body. The fragment was determined to be unretrievable and will remain in the patient.